Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 28 synergy¿ drug-eluting stent was selected for use to treat a lesion. However, during unpacking, it was noted that the stent dislodged from the delivery balloon. The device was not used inside the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination found that the stent was dislodged from the sds. The stent was severely damaged and deformed its entire length. The centre of the stent was stretched. The maximum crimped stent profile was measured which is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were relaxed from their original folded position and appeared to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft polymer extrusion profile found no issues with the polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 28 synergy¿ drug-eluting stent was selected for use to treat a lesion. However, during unpacking, it was noted that the stent dislodged from the delivery balloon. The device was not used inside the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.